Event description:
During an unspecified therapeutic procedure, the stent broke apart inside the patient and was successfully removed through an unspecified medical intervention. There were no reports of further patient harm.

Event description:
Additional information received from the customer indicated that the stent was placed in the esophagus and did not fall into the body. The stent was retrieved with forceps. The unspecified therapeutic procedure was prolonged less than 30 minutes with no reports of patient harm and no change in treatment course. This event was initially reported as a serious injury; however, due to additional information received from the customer, it was determined the device did not contribute to a serious injury as there was no harm to the patient. Updated fields: b5, f7 and f10 health effect - impact code to f26.